Manufacturer narrative:
A boston scientific technical services explained the function of the device to the caller who communicated it to the patient's physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an ablation procedure while using cautery, the device stopped pacing and the caller was inquiring as to why this occurred. No adverse patient effects were reported.